Event description:
While the unit was in use on a patient, the unit displayed fault code 53 (shuttle transducer offset failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.